Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2025. The patient's blood glucose levels reached 363 mg/dl while wearing the pod longer than 48 hours. The patient noticed a discrepancy in blood glucose readings where the pod's controller showed 112 mg/dl, while the hospital¿s blood glucose meter reading was 363 mg/dl. Symptoms reported include nausea and migraine. The patient was treated with unspecified intravenous fluids and compazine medication. The patient was discharged on (B)(6) 2025.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.